Manufacturer narrative:
The most likely cause is patient factors, including the patient status as a dialysis patient. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 19mm aortic pericardial valve, implanted in the aortic position approximately five (5) years and nine (9) months, underwent a valve-in-valve procedure due to severe aortic stenosis secondary to structural valve deterioration. The patient presented with dyspnea on effort. A 20mm transcatheter valve was implanted in replacement. The patient status was reported as recovering.

Manufacturer narrative:
H10: additional narratives, updated b5, b7, and h6 per new information received.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 19mm aortic pericardial valve, implanted approximately five (5) years and nine (9) months, was indicated for a valve-in-valve procedure due to aortic stenosis secondary to structural valve deterioration. The patient presented with dyspnea on effort.